Manufacturer narrative:
Update b5 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. The patient was undergoing treatment for avm in right temporal region measuring 3.6x3.7x3.5cm. It was noted that the patient's vessel tortuosity was moderate. The cause of the tip detachment and separation due to onyx entrapment could not be identified. The tip detachment occurred while injecting onyx, with no resistance noted during advancement or retrieval of the apollo catheter. The apollo tip is embedded in the onyx cast in the mca-m3 branch, and there are no future plans to retrieve the catheter tip. No vessel calcification or device damage was observed. The dead space of the delivery catheter was filled with dmso as indicated, and no friction or difficulty occurred during flushing or injection. Onyx reflux was observed up to the midpoint of the detachable tip, and the injection rate was followed as specified in the IFU.

Event description:
Medtronic received a report that while injecting onyx through apollo microcatheter, the tip got detached prematurely. There was catheter separation due to onyx entrapment. The onyx was used completely with another detachment catheter. The physician paused during injection for two minutes. The injection waiting time was 2 minutes. The catheter was broken in the distal section. It is unknown if all broken segments were removed from the patient. There was no surgical or medicinal intervention required. No patient symptoms or further complications were reported as a result of this event. The patient is alive with no injury. The device and any accessories were prepared as indicated in the IFU. The catheter was flushed as indicated in the IFU. The patient was undergoing surgery for arteriovenous malformation (avm) embolization treatment. Ancillary devices include onyx 18 liquid embolic.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.